Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it is possible that water or moisture entered the scope, and the moisture damaged the circuit board inside the connector, which led to the occurrence of this event. There was no health damage to patients. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the colonovideoscope displayed an e315 unsupported scope error message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.